Manufacturer narrative:
The subject device was not returned to omsc. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from omsi, there was the possibility that this phenomenon was attributed to the excessive force, or the chemical stress (using the non-water-soluble drugs, etc.), or the poor storage environment (direct sunlight, high temperature, high humidity, environment exposed to x-rays / ultraviolet rays, etc.), or the aging deterioration.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus medical systems (B)(4), it was found that the coating of the insertion tube of the device was partially peeled off.there was no report of patient injury associated with the event.